Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre sensor. A customer reported receiving low sensor scans that were between ¿122 and 133¿ mg/dl when compared to an unspecified blood glucose meter result of 256 mg/dl. The customer further reported receiving medical treatment however, no further information was reported. There was no report of death or permanent injury associated with this event.